Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring failed battery tests. Blood glucose level at the time of the incident was 299 mg/dl. During troubleshooting, the customer did not have an additional battery to use. The customer was advised that he would be sent a replacement battery cap. During a follow-up call, the customer was able to insert a new battery and passed the self test. The insulin pump was not replaced or returned for analysis.